Event description:
On 9/5/84 an ipp device was implanted. On 11/7/85 the cylinders were revised. 12/7/92 the cylinders and pump were revised. On 8/13/97 the cylinders were removed from the pt and replaced due to an aneurysm of the right cylinder and corpora, and possible aneurysm on the left cylinder.

Manufacturer narrative:
Cylinders had torn fabric and bulging.